Event description:
The customer reported on (B)(6) 2013 at 10:22 pm she activated a new pod. She is wearing a continuous glucose monitor and her blood glucose has been going up to 324 mg/dl and her bg and insulin history is as follows: see scanned table. The pod was deactivated and there was no insulin leaking or a kink in cannula.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared tho have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.